Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump did not allow them to rewind. The insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. The insulin pump also alarmed motion sensor test failure. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. We were unable to confirm error alarms due to several alarms in the history file. The pump alarmed due to a corrupted history file. We were unable to confirm alarm due to motor error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform excessive no delivery test, error test and occlusion test due to motor error alarms. No rewind anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tune window.